Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma.

Event description:
Healthcare professional reported left side textured to smooth implant exchange and ¿aspiration, 20cc seroma." Also reported "lump" which was determined not to be device-related. The device has been explanted.